Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-july-06, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. The suspected cause of the patient's morphine withdrawals was requested. The hcp responded, "after programming, the patient thought there was possibly made a mistake with programming. After checkup with n'vision, hcp didn¿t see mistake in programming." On 2017- july-26, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information updated the previously reported clinical diagnosis of "morphine withdrawal" to "suspected morphine withdrawal". The etiology was updated to "not related" to the device or therapy. The reported signs/symptoms were updated to include the following statement, "there were no problems during surgery. The priming bolus and dose were confirmed to be correct. The exact diagnosis remains unknown, but morphine withdrawal seems to be the most obvious diagnosis. The patient was shortly observed and the symptoms disappeared after a few hours."

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It was reported the replacement of the pump was an expected procedure. The patient was receiving morphine (5000 mcg/ml at a dose of 1477.8 mcg/day) with an infusion rate of 0.3.

Event description:
On 2017-june-13, information was received from a patient via a foreign healthcare professional (hcp) and product surveillance registry (psr) regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient reported at the emergency room (ER) 10 hours after the replacement of their pump. The patient reported they thought they had morphine withdrawal. The patient experienced a bad taste and a strange feeling in both legs and arms. It was stated, "since there was given a priming bolus, de programming [was] good and there was no problem per op, doctor thinks it is probably not a morphine withdrawal." After several hours in the ER, the patient's symptoms disappeared. The event resulted in in-patient hospitalization and emergency room visit. Examination occurred as a diagnostic and the results stated, "no finding". The event was noted as related to the device/therapy and possibly related to the implant procedure. The seriousness of the event was reported as "required in-patient or prolonged hospitalization".

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial (B)(4), product type: programmer, physician. Product ID: 8870bbu01, serial (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-08, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr). Additional information provided additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-17, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information reported the pump was being replaced due to elective replacement indicator (eri). The patient was receiving effective therapy prior to the pump replacement. The dose of the pump was set to the same as prior to the pump replacement. The version of the software card was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event resolved without sequelae on (B)(6) 2017.